Event description:
A customer reported to beckman coulter (bec) that the unicel dxc 800 pro synchron clinical system generated suppressed chloride and carbon dioxide results, and erroneously elevated potassium results of 6.9 mmol/l for three patients. The erroneous results were not reported out of the laboratory, and therefore there was no impact to patient treatment. After noticing the results, the customer observed a leak into the overflow tray. The leak was contained within the instrument. The customer was wearing a lab coat, safety glasses, and gloves at the time of the event. There was no report of injury or exposure to open wounds or mucous membranes. Medical attention was not sought. The laboratory has an exposure control plan, and the customer reviewed material safety data sheet (msds). The leaked liquid was electrolyte buffer which is considered an irritant. The customer discovered that line 24 had disconnected from the ratio pump. It is unknown why the line was disconnected. The customer re-attached the line, which resolved the issue. Service was not dispatched for this event. The cause of the event was line 24 becoming disconnected from the ratio pump. After resolving the leak, the customer reanalyzed the patient samples and the results were reported out of the laboratory. The customer did not provide patient results, but noted a potassium result of 3.3 mmol/l was obtained from one of the three patient samples.

Manufacturer narrative:
Evaluation method: beckman coulter customer technical support assisted the customer over the phone with troubleshooting the issue.